Event description:
Pt to have nuclear medicine cardiolite stress test. Pt was in stage 1 of bruce protocol and after 1 minute 30 seconds treadmill increased in speed without staff injecting. Tried to stop treadmill with emergency stop button. This did not work. Then hit stop treadmill on system, did not work. Pt had to jump off.